Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise, high impedance and oversensing. The system was replaced. No additional adverse patient effects were reported.